Event description:
During coiling of an intra-cerebral aneurysm, four orbit coils were placed within the aneurysm without difficulty and without resistance. During placement of the fifth coil, friction with an excel 14 microcatheter from boston scientific was observed and the coil stretched. Reportedly the stretched coil was retrieved by manipulating the catheter. There was no report of pt injury.